Event description:
During a follow-up in clinic, an increase in pacing impedance, an increase in capture threshold, and r-wave amplitude variation were noted on the right ventricular lead which resulted in patient dizziness. An x-ray was performed, however, was inconclusive. No intervention was performed at this time. The patient was stable.